Event description:
It was reported that this right atrial (ra) lead dislodged. Subsequently it was decided to replace the lead on a therapy upgrade procedure. The patient had sick sinus syndrome (sss) and the condition worsened as the atrial pacing was necessary. The ra was successfully explanted and replaced with an upgrade system. No additional adverse patient effects were reported. This product has not been returned.